Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found a damaged(detached) downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. A functional test was performed and found a defective remote dose connector and defective dso sensor. The customer¿s reported problem was duplicated. The root cause of the issue was the defective remote dose connector. The dso seal, dso sensor, battery compartment remote dose connector and lens will be replaced.

Event description:
The customer returned product for the pump does not recognize the remote control, during physical inspection it was found that the downstream occlusion (dso) seal was damaged (detached)". There was no patient involvement.